Manufacturer narrative:
Gtin unavailable, product made prior to compliance date. Upon completion of the investigation a follow up report will be filed.

Event description:
It was reported that a blockage of the shunt system was suspected and a shunt revision surgery was performed on (B)(6) 2017. The doi, the initial setting, lot number, and the patient information are not available at this moment. No further information has been provided by the hospital. We will update detail when the sales reps collect the information from the customer.

Manufacturer narrative:
(B)(4). Upon completion of the investigation, it was noted that the images were taken of the valve and siphon guard ¿as received¿. The valve was visually inspected: needle holes over the needle guard were noted. The siphon guard was visually inspected, no defects noted. The position of the cam when valve was received was 110mmh2o. The valve and the siphon guard were hydrated. The valve was tested for programming with programmer 82-3126 with serial number (B)(4), the valve passed the test. The valve was flushed, the valve passed the test no occlusion was noted. The siphon guard was flushed, no occlusion was noted. The valve was leak tested, only leaked from the needle holes over the needle guard. The siphon guard was leak tested, no leaks were noted. The valve was reflux tested. The valve failed the test. The siphon guard was tested. The valve passed the test. The valve was dried. The valve was then pressure tested, the valve failed the test. The valve was dismantled and was examined under microscope at appropriate magnification: biological debris was found on the ruby ball, and on the seat of the ruby ball. Review of the history device records confirmed the valve product code 82-3100 with lot ckncz8, conformed to the specifications when released to stock on the 5th january 2010. Review of the history device records for the siphon guard was not possible as the lot number was unknown. The root cause of the problem reported by the customer is due to the biological debris found on the ruby ball, and on the seat of the ruby ball. No root cause could be determined for the siphon guard as no problem was found. Based on the results of this investigation, no further action is required. Trends will be monitored for this and similar complaints. At the present time, this complaint is closed.